Manufacturer narrative:
The (B)(6) 2019 admission was reported in MFR report #2916596-2020-02647. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a driveline fault alarm. There was a plan to exchange the controller and if the alarm returned the modular cable would be exchanged as well. The cause of the driveline fault alarm was not identified. The patient was asymptomatic. The pocket controller was exchanged to the back-up controller. The controller exchange was successful in stopping the alarm. The patient remains inpatient for an implantable cardioverter defibrillator (ICD) (other manufacturer) extraction for bacteremia and vegetation on ICD lead, pending therapeutic international normalized ratio (inr). Patient was admitted on (B)(6) 2020 for bacteremia and vegetation on ICD lead. The patient presented to the hospital on (B)(6) 2020 with subjective fevers. Blood cultures drawn on (B)(6) 2020 and again on (B)(6) 2020 were positive for methicillin-resistant staphylococcus epidermis (mrse). The patient was on suppressive keflex for a driveline infection prior to the identification of bacteremia. Coagulase-negative staphylococcus was cultured from the driveline site in (B)(6) 2019. A transesophageal echocardiography (tee) performed on (B)(6) 2020 showed an echodensity on the patient's ICD wire (other manufacturer) and the device was subsequently removed. The patient was discharged on (B)(6) 2020. On (B)(6) 2020, power fault alarms on the left ventricular assist device (lvad) were noted. The abbott clinical representative advised exchanging the pocket controller. The controller was exchanged without issue. During the patient's admission, the patient experienced episodes of dizziness which resolved with a decrease in lvad speed to 5600 revolutions per minute (rpm) and slightly higher mean arterial pressures (maps). The patient also complained of shortness of breath throughout admission, largely related to chronic obstructive pulmonary disease (copd) and asthma. On outpatient followup, the patient continued to experience episodes of lightheadedness and near syncope. Following the hospitalization, the patient continued to have positive blood cultures for mrse. Infectious disease recommended that the patient change to intravenous (IV) dalvance, but the patient refused this intervention. The patient continued to take doxycycline 200 milligrams twice daily. The patient was scheduled to have repeat labs, an echocardiogram, and an in-person clinical visit on (B)(6) 2020.